Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex with shield that failed to open and was damaged. The patient was undergoing a procedure for flow diverter implantation to treat an unruptured saccular aneurysm of the left cavernous segment. The aneurysm max diameter was 20mm and the neck diameter was 15mm. Vessel tortuosity was moderate. It was reported the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). During deployment, there was an anomaly with the opening at the distal end that was observed and the marker was starting to separate so the device was resheathed and removed with the microcatheter. It was noted that the pipeline was not positioned in a bend. The device was resheathed 2 or less times. No other steps were tried to open the pipeline. There was no harm or injury to the patient.